Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a no delivery alarm during basal/bolus/fixed prime. Her blood glucose was 420 mg/dl. During troubleshooting, customer was advised to always complete rewind/load reservoir process before connecting back to the set. She was advised to disconnect from the quick release. The customer was assisted in performing a 5.0 unit fixed prime and stated that the insulin exited. She was able to remove the set in order to test a portion site of the infusion set and the cannula was not bent but stated that there was blood at the site. She was advised to change the entire infusion set system and to treat her blood glucose. The insulin pump is not returning for analysis. The infusion set is returning for analysis.